Manufacturer narrative:
(B)(4)

Event description:
It was reported during an in-clinic follow-up, the ventricular lead was found dislodged. The lead was explanted and replaced. The patient condition was good after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.